Manufacturer narrative:
Results: root cause of the issue is undetermined. Conclusion: root cause of the issue is undetermined; conclusion not yet available: evaluation in progress. (B)(4).

Event description:
The physician was attempting to use a scuba co-cr stent peripheral bare metal stent to treat a lesion in the right subclavian artery. No abnormality noted during preparation and inspection of the device prior to use. No resistance noted between the scuba device and other devices used in the procedure and/or during delivery to lesion. No force used to deliver the device through the guide catheter or on the wire to /across the lesion. During the surgery, the scuba co-cr stent became dislodged in the lesion. The device was removed and the physician used a new device to complete the surgery. No patient complications. Please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary).

Manufacturer narrative:
Off ¿label, unapproved or contraindicated use (device is indicated for treatment of peripheral arteries below the aortic arch).

Event description:
Evaluation summary the stent was returned on the balloon; the stent was displaced approximately a few mm from the proximal marker to the distal marker. Traces of radio opaque solution were detected on the inflation line. No other abnormalities were detected on the shaft. The distal part of the stent was over the distal marker therefore the profile was out of the specification. The mid- section crossing profile was measured and was in tolerance. The balloon was analysed and the heat setting marks were clearly recognized close to the marker bands. On the surface of the balloon, crimping marks of the stent were identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.